Event description:
It was reported that patient presented for device change out due to normal eri. A pre-op fluoroscopy was performed and externalized conductors were observed. The previously capped lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.